Event description:
It was reported that the user¿s ilet entered bg run mode and displayed a persistent ¿dosing stopped¿ notification after the user applied a new freestyle libre 3 plus sensor that had been paired to the libre mobile application, preventing the ilet from receiving cgm data and delivering automated dosing. Symptoms included loss of automated insulin dosing and absence of glucose readings on the ilet. Outcomes included transition to backup therapy and plans to obtain and pair a replacement sensor through the healthcare provider. Investigation included guided troubleshooting and education confirming the lack of additional alerts or alarms and identifying that the cgm sensor was in use by another device. Investigation of this case revealed that the cgm integration was unavailable because the sensor was paired to the manufacturer¿s app rather than to the ilet, which is consistent with a use-related pairing issue and resultant dosing suspension. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect cgm pairing leading to loss of sensor data and automated dosing.